Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a speed issue occurred. The 99% stenosed lesion was located in a moderately tortuous left circumflex artery. During platform testing of a 1.5mm rotalink plus device, the rotational speed "did not go up properly". The device was exchanged and "no problem occurred". No patient complications occurred and the patient's status is good.